Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent audio output occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Event description:
The product was evaluated. An exterior visual inspection was performed and passed. Receiver charge was performed and passed. Receiver boot was performed and passed. Functional testing was performed and passed. An internal visual inspection was performed and passed. Receive sound manual test was performed and passed. Receiver speaker resistance was measured and passed. The receiver log was downloaded and reviewed finding no errors related to the complaint. The allegation was not confirmed. A probable cause could not be determined as the allegation was not found. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Subsequent to the initial MDR, additional information was provided on 02/16/2022. It was reported that the patient experienced intermittent audio output. His wife called 911 after he became unresponsive in his sleep due to hypoglycemia. He was passed out the entire time while his wife was getting help and stated that he did not know what the cgm readings were at the time or what treatments were given when emergency medical services (ems) arrived. He was taken to the emergency room (ER). Upon arrival his blood glucose was 20 mg/dl and he was given IV glucose. His glucose level stabilized and he was fine afterwards. No additional patient or event information is available.